Event description:
It was reported that the patient complained about crackling sound and intermittency ( no sound). Additionally the patient has complained about headache over the last 6 weeks. Exchange of external equipment could not solve the problem. Tesing confirmed, that the device had malfunctioned.